Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: (B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect intact pth result on a (B)(6) female patient. (B)(6). No impact to patient management was reported.

Manufacturer narrative:
H6. Component code: g01003 return testing was not completed as returns were not available. Increased complaint activity was not identified for the issue of falsely elevated results. A review of ticket trending data was not performed as the architect intact pth likely cause lot is unknown. Since the likely cause reagent lot was unknown, in-house testing using a retained file kit of lot 02519l000 was performed to evaluate assay performance. Acceptance criteria was met indicating acceptable product performance. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation no systemic issue or deficiency of the architect intact pth was identified.